Event description:
A patient reported via manufacturer representative that they were experiencing an increase in pain a week prior to the date of this report. It was reported that the patient last felt stimulation a night or two prior to the date of this report. It was noted that the patient believed that their sudden return of pain was related to their stimulator, but it was unclear. The manufacturer representative reported that the patient's implantable neurostimulator (ins) was off when they interrogated it on the day of this report. Impedance measurements were taken at 3.0v. The following pairs showed 690 ohms, 15ma: 01, 02, 03, 04, 05, 06, 07, 12, and 13. It was noted that the manufacturer representative hasn't seen the patient in "years" so there weren't any historical impedances to compare with. The manufacturer representative was to continue working with the patient and run impedances at higher levels to try to get a better look at what was going on. No falls or traumas were reported that could be related to this issue. Indication for use is other chronic/intractable pain (trunk/limbs).

Event description:
Additional information received from the consumer reported they were showed how to work the instruments and were pleased with that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.